Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent unknown procedure due to an unknown reason. No further information has been obtained.

Manufacturer narrative:
Correction to the initial MDR in blocks b5 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's ipg is not communicating with the remote control. Troubleshooting was performed but the problem could not be resolved. The patient cannot feel therapy either. Patient mentioned that she had a procedure recently and that the implant site is swollen. It is not known what procedure the patient underwent. No further information has been obtained despite good faith efforts.